Event description:
Reportedly, during the f/u performed on (B)(6) 2011, the pt had firstly x-rays and ECG recording. Secondly, a pacemaker check was performed while the pt was in supine position. Upon device's interrogation, an unk message appeared and was validated. Subsequently, the device switched from safer mode (60-120 min-1) to the nominal mode (vvi mode, 780min-1, output 5.0v/0.5ms, sensitivity 2.2mv, unipolar). The mode was re-programmed to the previous setting and no anomaly was observed thenceforth.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.